Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd flashback blood collection needles ¿when the nurse used the device to collect blood and the first blood collection tube was pulled out, the rubber sleeve did not rebound/retract. The patient's blood leaked out on the nurse's hand and patient's arm. Nurse immediately pulled the device out. A second draw with a new device was successful.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Bd received a sample and a photo from the customer facility for investigation. Upon evaluation of the photo, the customer's indicated failure mode for sleeve non-recovery was not observed; however, blood within the holder was observed. The sample was visually inspected and the customer's indicated failure mode for sleeve non-recovery with the incident lot was not observed. Sleeve function testing was conducted on the sample, and the sleeve recovered properly. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photo, the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was not observed. Additionally, evaluation and testing of the customer sample was conducted and sleeve non-recovery was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.